Manufacturer narrative:
The device is not available for evaluation, however, a lot history review should be conducted.

Event description:
The event occurred on an unspecified date and involved a tego¿ connector where the customer reported a peritoneal dialysis registered nurse attempted to draw transplant lab from central venous catheter and during flushing of the venous after aspirating blood, the tego would not flush and had to be changed. The patient stated later that night she had to change out the arterial tego for the same reason. There was patient involvement; harm was not reported as a consequence of this event. The event occurred twice.

Manufacturer narrative:
The reported complaint of no flow could not be confirmed. Without the return of the sample or a photo/video, a comprehensive review cannot be performed, and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.